Manufacturer narrative:
Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The subject device was not returned for evaluation as it remains implanted within the patient and no pictures of the device were provided for evaluation. However, a core lab transthoracic echocardiography was provided for review, confirming the reported mild leaflet thickening. Based on the evaluation and available information, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. An edwards defect has not been confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported and learned through medical records, a clinical trial patient with a 29mm 11400m mitral valve implanted for 2 years, 10 months has been evaluated for third redo surgical mvr due to severe bioprosthetic valve stenosis. There is a plan for intervention but no date yet. On (B)(6) 2023: redo mvr using a 29mm 11400m mitris resilia mitral valve through moment is clinical trial. On (B)(6) 2024 echo: bioprosthetic mitral valve leaflets appeared mildly thickened. On (B)(6) 2024 echo: normal ef with no heart failure, bioprosthetic valve with normal gradient. On (B)(6) 2025 echo: moderate mitral annular calcification, mild increased transmitral gradient, mean gradient = 14 mmhg. On (B)(6) 2026 echo: chf, increased mean gradient across the bioprosthetic mitral valve. On (B)(6) 2026 echo: moderate-severe mitral stenosis. Mv mean gradient = 21 mmhg at 66 bpm. On (B)(6) 2026 tee: well-seated bioprosthetic mitral valve, severe leaflet motion restriction, mv mean gradient 18mm hg, eoa 1cm2 suggesting severe bioprosthetic mitral valve stenosis. Patient was admitted on (B)(6) 2026 for sob, chf, afib. Patient was re-admitted on (B)(6) 2026 for sob, chf, cad, and severe mitral valve stenosis.